Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
The account reported the patient position module will not set. The bed was located in the bed shop at the facility. There was no patient/use injury reported. This report was filed in our complaint handling system as complaint (B)(4).